Manufacturer narrative:
During further evaluation of the device, service found there was a leak in the control unit scope cover. The distal end failed the insulation test, due to a crack in the distal end cover. The light guide bundle fibers were broken. The rubber adhesive in the bending section was separated, and the insertion part of the bending tube had shortened. The scope body was damaged, and key top #1 was scratched. The scope connector was cracked. The angulation system was out of specification, and there was play in the control knob. The adjustment control was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the air/water channel of the subject device was clogged. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, the nozzle was observed to be clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to inappropriate or improper reprocessing procedures. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect air-feeding function and the objective lens cleaning function." 2) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure. Flush the air/water channel with detergent solution." 3) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.